Event description:
It was reported that during an unspecified procedure, a guide wire tip fracture occurred. The lesion was located in the proximal circumflex and was reported to be a calcified and severe stenosis. The guide wire fractured following advancement and 5mm of the floppy tip remained in the patient. Attempts to retrieve the tip with a snare were unsuccessful. The physician secured the tip with a stent. No patient complications were reported. Patient status is unknown. Additional information regarding the event has been requested.